Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger analysis of the [recharger], model [97755-s], s/n [(B)(6)] found electrical failure - no device found message. Frayed insulation on cable. The arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: - the highest number (100) - the low number (100). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been having a hard time charging their implanted neurostimulator for probably about a week. Patient said the charging would stop and start, and they would have to keep holding the cord in place in the port of the controller. Patient also said last night the cord between the paddle and the plug got really hot. A request was sent to the repair department to replace the recharger.